Event description:
Cyberknife by accuray. The use of cyberknife as an external radiation therapy tool has been enthusiastically accepted by radiation oncologists all over the world. Subject to the understanding of available radiobiological data pertaining to this modality, this modality has been an explosive expansion in the field adding more and more target areas. I myself have no personal experience with the modality. I have, however, approached the MFR, over almost the past four years, with the following concern of mine to no avail: traditionally all external beam modalities, including imrt have been able to provide the clinician with a "beam's eye view" of the target volume through port films, thus re-assuring the clinician that -backed by the fixed geometry of the treatment gantry -say- of a linac- all the beams are aiming the target volume. However, with the cyberknife modality, the prime players are: the physicist who verifies the execution of the pt plan on a suitable phantom, and the engineers at accuray who re-assure our physicists and clinicians that their engineering design, with tight tolerances for all the joints that move the x-ray tube housing around the pt, always makes sure that the x-ray indeed passes through the defined ctv/ptv of the pt. There is presently no positive documentation of the actual execution of the pt treatment that the clinician can sign off. The clinician is, unfortunately, forced to accept the phantom work done by the physicist as the only evidence that all the beams in the pt plan did indeed pass through the ctv/ptv of the pt. The underlying deficit is an independent tracking/tracing of the beam direction for each beam orientation, during treatment, that is shown to transit through the ctv/ptv of the pt, which has its own fiducial-s- for tracking/tracing the same. A layman's suggestion would be to setup/track two fiducials attached to the x-ray tube housing along the beam axis; a room based beam tracking system! With such a setup, at the bare minimal effort, the beams can be traced to pass through the defined treatment volume for every beam angle on any plane-projection. Accuray representatives whom I have met seem to evaluate this need to re-assure the clinician as a trivial addendum; because they have indeed, built-it-all in their engineering design of the linac arm/joints! Verification of progress of cyberknife clinical treatment proposal v 0.01. Set up independent room-based tracking of x-ray beam direction and source location in relation to the pt. -patient / tumor site which is already tracking by an existing room-based set up.- since the beam is a straight-through one, identifying and tagging the beam direction using fiducials on the x-ray tube housing will be elementary. The fiducials could be two or more 'rings' secured around the housing at known separation of suitable magnitude so as to provide sub-millimeter accuracy for the cax. -of course engineers know better,- every beam has definite structure in terms of beam cross section thereby propagating the diverging beam through the pt. -be it a collimator or an mlc-. As the treatment starts, the fixed geometry of the beam and pt can be used to generate dose distribution delivered by the beam. Subsequent beams will thus be incorporated into the dose -accumulation- distribution. As each beam registers its dose contribution -distribution-, that delivery can be compared with the distribution from the t t plan for that beam. Acceptance criteria can be set to allow the treatment to proceed to the next beam or the treatment stopped. At the end of the successful treatment, the net dose distribution in 3d -or in multiple views-, along with suitable comparisons with the executed treatment plan can be presented to the clinician for verification and approval -signing off-. (B) (6) 2009.